Event description:
In may 2004, while wearing the sound processor, the pt reportedly was unable to hear sound. External equipment was exchanged. However, the problem was not resolved. In 2004, the pt was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.